Event description:
The customer received "unspecified" sensor error on the abbott diabetes care (adc) device and was unable to obtain glucose. The customer stated that the blood sugar was not displayed because the sensor switched off. The customer experienced heavy sweating and kidney pain. The customer self-managed to eat gummy bears, cereal, honey and cocoa for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.